Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformance's were found. Because the device was not returned to mmd for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump under infused at a rate the mmd would consider reportable. Mmd did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. No additional information was provided. [Complaint: (B)(4)].